Event description:
Per the clinic, the device was explanted (date not reported), due to migration of the electrode array resulting in a performance decrement. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed october 21, 2015.